Manufacturer narrative:
The t:slim x2 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had remained connected to the tubing and site while performing the fill tubing process. Reportedly, the customer delivered 10 units of insulin while connected to the site and resumed insulin delivery. The customer's blood glucose (bg) level was 50mg/dl. The customer contacted their healthcare provider, who advised the customer stop insulin therapy at the time of the issue. The customer consumed food and beverages to address their bgs. Tandem technical support educated the customer to disconnect from the site while performing the fill tubing step. It was reported that the customer's bg levels had stabilized to 180 mg/dl.